Event description:
It was reported that the patient has been complaining of sporatic pain in his chest at the generator site and some in his neck area. It was reported that the patient has been complaining of intermittent pain since reimplant in 2012. X-rays were performed, but reported to not show any issues. The patient has a history of cervical spine issues and the physician feels that the pain may be related to that; however, has not been confirmed. The patient has been referred for device revision or replacement. The device off time was changed from on time has been changed from one minute to five minutes off. Clinic notes dated (B)(6) 2014 note that the patient believes that the pain in front of his neck and chest is from vns. Clinic notes indicate that the patient experienced a hard shock the day prior. It was noted that the patient has a bad disk in his neck that is aggravating the neck pain. It was also noted that it appears that the patient has cervical spondylosis with radiculopathy. No surgical intervention has been performed to date.

Event description:
It was reported that the patient was referred for explant surgery due to pain. Although surgery was likely, it has not been reported that surgical intervention has occurred to date.